Event description:
A surgeon reported a radial tear which occurred when the surgeon went under the lens to remove the viscoelastic. It is reported that the area in which the tear occurred the capsulotomy had not been completed by the laser. The procedure was completed without further issues and no additional treatment was required. Additional information has been requested.

Manufacturer narrative:
During the onsite visit, the company representative did not indicate finding any issues that would be associated with the reported event. The oscillator was replaced. The product met specifications at the time of release. For the reported event of an incomplete dissection, the root cause can be attributed to a nonconforming oscillator. For the reported event of a radial tear, the root cause can be attributed to surgical technique. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).